Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
During a tavr procedure using a 23mm sapien 3 ultra valve via trans carotid access, during valve deployment, the valve embolized into the ascending aorta due to loss of pacing capture. The valve was pulled into the descending aorta on a balloon from the right femoral artery and deployed there. No other valve was implanted. No patient injury. Patient is well post-procedure.

Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra valve was not returned for evaluation. Without the return of the device for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with sapien 3/sapien 3 ultra valve and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve embolized into the aorta was unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, "during valve deployment, the valve embolized into the ascending aorta due to loss of pacing capture. The valve was pulled into the descending aorta on a balloon from the right femoral artery and deployed there". In this case, the loss of pacing capture could cause the valve to jump into the aorta. Per the training manual, "loss of capture during rapid pacing can cause sudden delivery system movement during deployment" resulting in valve embolization into the aorta as reported. Available information suggests that procedural factors (loss of pacing capture) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.